Manufacturer narrative:
(B)(4) the initial reporter's complete address is: (B)(6). It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2000, whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: pain, multiple seromas, hernia recurrence, hematoma, necrotic fat tissue, open draining wound, multiple hernia mesh revision surgeries, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
A2: added date of birth. H6: corrected results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2000, including records of the ¿previous ventral hernia repair¿ mentioned in the (B)(6) 2000 records, were not provided. Additionally, records detailing the origin of the patient¿s ventral hernia were not provided. Records dated (B)(6) 2000 indicate the patient was admitted for repair of a ventral hernia. ¿the patient is a 41-year-old female who has a ventral hernia in the upper aspect of a previous ventral hernia repair. At that time, the patient had prolonged wound healing and developed suture granulomas, presumably from the vicryl which was used in the subcutaneous tissue. Her skin has been well-healed for longer than 2 months and she has a hernia in the upper aspect of her midline incision.¿ operative records dated 2/28/2000 indicate the patient underwent ventral herniorrhaphy. The records state: ¿the patient had a previous ventral herniorrhaphy and developed a wound infection which required long-term antibiotic care. She was sensitive to multiple antibiotics and ultimately the infection was responsive to clindamycin. Subsequent to the infection, the patient had a fascial defect which manifested itself.¿ ¿a vertical midline incision was made. There was a hernia sac which was excised. Adhesions of the omentum and small bowel were taken down from the posterior abdominal wall. The patient was closed with retention sutures of #2 nylon over plastic bolsters and the fascia was closed with running 0 prolene. I was hesitant to use marlex mesh because of the patient¿s history of infection. The subcutaneous tissue was closed with 3-0 chromic and the skin was closed with skin staples.¿ operative records dated 8/8/2000 indicate the patient underwent laparoscopic repair of a large recurrent ventral hernia using mesh. The records state: ¿a right lateral abdominal incision was made measuring approximately 2 and ½ cm down to the abdominal wall fascia which was grasped with a kocher clamp and elevated. Stay sutures of 0 vicryl were placed in the fascia and a small laparotomy incision was opened approximately 1 cm in size and a balloon tipped hasson cannula was introduced into the abdominal cavity and inflated. The abdomen was then insufflated with carbon dioxide gas and a 10 mm laparoscope with video camera was inserted. Two 5 mm ports were placed in the right lower quadrant and right upper quadrant and incarcerated omentum into the large ventral hernia defect was identified and freed with sharp and blunt dissection using endoscopic scissors and grasping forceps. No bowel was within the hernia defect which measured approximately 10 x 15 cm in diameter. This was primarily associated in the periumbilical region extending primarily inferior to the right of the umbilicus.¿ the 8/8/2000 records continue: ¿the margins of the fascial defect were marked with a marking pen using a spinal needle through the abdominal wall. The abdomen was partially desufflated and the size of the composite patch was determined to be 15 x 20 x cm in size. The rectangular piece of composite mesh was perforated in multiple areas with a 20 gauge needle and six sutures of 0 surgilon were placed, one on either side and two superiorly and two inferiorly. The mesh was then rolled and the hasson cannula was removed and using a 5 mm telescope, the mesh was directly placed through the small laparotomy incision in the right mid abdomen and visualized with the laparoscope. The mesh was unrolled within the abdominal cavity and laid upon the bowel and small stab incisions were made at the sites of the tacking sutures on the abdominal wall. Individually, the strands of suture were brought through the abdominal wall with a grasping needle and these were then held with hemostat.¿ the 8/8/2000 records state: ¿the sutures were placed on traction and the mesh was brought taut to the anterior abdominal wall. The sutures were secured with an extra corporeal tying method using a knot pusher. The margins of the mesh were tacked to the underlying fascia with an endoscopic corkscrew tacker. The hernia sac was drained with a 15 french j-vac drain inserted percutaneously through one of the laparoscopic port sites using a 16 french peel-away introducer. The drain was secured in position with a 3-0 nylon suture. Laparoscopic ports were removed and hemostasis was good. The right upper abdominal wound was closed at the level of the fascia with figure-of-eight suture of 0 vicryl. Vicryl and all skin incisions were closed with staples.¿ the records indicate a bard composix mesh (non-gore device) was used during the procedure. Operative records dated 10/27/2000 indicate the patient underwent ¿excision of redundant abdominal wall mesh and ventral hernia repair with gore-tex and prolene mesh prosthetic placement.¿ preoperative diagnosis states: ¿recurrent ventral hernia.¿ postoperative diagnosis states: ¿eventration of abdominal wall mesh.¿ ¿this is a 42-year-old woman who has undergone previous umbilical hernia repair with prosthetic mesh complicated by infection requiring mesh removal and retention suture closure of her fascial defect. This recurrent [sic] with a large paraumbilical hernia, and she underwent laparoscopic placement of a dual mesh covering the defect approximately 3 months ago. She has had a persistent abdominal discomfort and was evaluated with a cat scan examination which showed eventration of an apparent hernia sac in the region of the previous umbilical fascia defect and concern over recurrent hernia was raised. She was brought to surgery today for exploration and repair.¿ there are no records detailing the implant of an alleged gore dualmesh® biomaterial. Additionally, operative records provided indicate a non-gore device was implanted laparoscopically on 8/8/2000 for treatment of a ¿large recurrent ventral hernia.¿ the 10/27/2000 operative report states: ¿a curvilinear infraumbilical incision was made and dissection was carried down through the panniculus and well incorporated dual mesh was identified at the level of the fascia. There was a 10 cm eventration of this mesh through the previous fascial defect. The margins of the abdominal wall fascia were delineated with sharp dissection and electrocautery. The mesh was opened with a 15 blade scalpel and adhesions between omentum and small bowel, and the undersurface of the mesh were freed with blunt dissection. The eventration of the mesh was excised along the margins of the fascial defect. There was no evidence of separation of the mesh from the underlying fascia and a margin of the mesh remained in place after excision of the eventration with the exception of the extreme lower midline portion of the abdominal wound. A piece of gore-tex prosthetic patch material was then cut in an elliptical shape approximately 14 x 10 cm in dimensions. This was secured to the fascial margins with horizontal mattress sutures of 0 ethibond.¿ there are no records detailing the implant of an alleged gore dualmesh® biomaterial. The 10/27/2000 operative records continue: ¿double arm needles were used and brought through the fascia and tagged with hemostats. Following completion of the placement of the gore-tex a piece of prolene mesh was again cut with an elliptical shape, and this was then sutured using the double-armed needles and securing the horizontal mattress stitch as a superficial reinforcement to the anterior fascia. This was closed so that minimal eventration was noted at this time and hemostasis was good. The wound was irrigated with saline and subcutaneous tissues were approximated with interrupted 3-0 vicryl. The skin was closed with a running intracuticular 2-0 prolene and a 15 french j-vac drain was inserted through a separate stab incision into the subcutaneous space.¿ the records confirm a gore-tex® soft-tissue patch (item # 1310015020 / lot # p15345-044) and a prolene mesh (non-gore device) were implanted during the procedure. Records dated 7/12/2001 indicate the patient underwent aspiration with ultrasound guidance and instillation of co-stasis bio-glue for treatment of a recurrent abdominal wall seroma. The records state: ¿the site of previous ventral hernia repair with recurrent seroma in the right peri-umbilical region was identified. Ultrasonic examination revealed a 12 cm seroma cavity and local anesthesia was obtained over the central portion of the cavity and using a seldinger technique the seroma cavity was cannulated with a 14 gauge needle, and a guide wire was passed into the cavity. A 14 gauge intravenous catheter was then introduced into the cavity and 700 cc of blood serous fluid was aspirated. The cavity appeared to be completely collapsed and loculations were broken down with the guide wire. Then 15 cc of co-stasis bio-glue was instilled into the seroma cavity and massaged around the lining of the cavity.¿ records dated 7/26/2001 indicate the patient underwent placement of a j-vac closed suction drainage catheter and doxycycline instillation for sclerotheraphy. Postoperative diagnosis states ¿recurrent seroma, abdominal wall.¿ ¿local anesthesia was obtained over the right mid abdomen at the site of ballotable seroma formation. Using the seldinger technique, the cavity was entered and a guidewire passed into the abdominal wall seroma. The tract was then dilated to a 16 french peel-away introducer through which a 15 french j-vac closed suction drainage catheter was passed. The catheter was secured in position with 3-0 nylon and the cavity was aspirated of approximately 400 cc of a serosanguinous fluid. 50 cc of 100 mg of doxycycline mixed in saline was then instilled into the cavity and the drainage tube was clamped for one hour prior to evacuation with the closed suction device.¿ culture results dated 8/8/2001 from an abdominal wound specimen collected on an unknown date states: ¿gram stain. Rare wbc¿s seen. Moderate gram positive rods. Few gram negative rods. Few gram positive cocci. Culture: many enterobacter cloacae. Many enterococcus species. Many diphtheroids.¿ records dated 9/17/2001 indicate the patient underwent ultrasound guided aspiration and instillation of fibrin glue for treatment of a recurrent abdominal wall seroma. ¿the site of previous ventral hernia repair with recurrent seroma formation was identified in the right para and infra umbilical region of the abdomen. The area was examined with ultrasound and approximately a 12 cm seroma cavity was identified. Local anesthesia was obtained over the right lower abdomen and using percutaneous puncture technique, the seroma cavity was entered and the guide wire passed into the cavity. This was followed by a dilator and then a triple lumen central venous catheter. The cavity was then aspirated of 320 cc of a primarily serous fluid. Mutiple loculated areas were attempted to be broken up with the guide wire and ultrasonic imaging revealed significant resolution of the cavity. 20 cc of cryoprecipitate was then instilled simultaneously with a mixture of 10,000 units of topical thrombin and calcium chloride to cause coagulation of the cryoprecipitate and form a fibrin glue in an attempt to close the seroma pocket.¿ records dated 10/19/2001 indicate the patient underwent ¿laparoscopic cholecystectomy without cholangiogram and excision of seroma cavity of the anterior abdominal wall.¿ postoperative diagnosis states: ¿biliary dysfunction, dyskinesia and persistent seroma of the anterior abdominal wall.¿ the 10/19/2001 records state: ¿a supraumbilical incision approximately 10 cm above the umbilicus was made, and a veress needle was inserted into the abdominal cavity, and the abdomen was insufflated¿¿ ¿adhesions to the previous ventral hernia repair mesh in the paraumbilical region was identified, and a white mucoid maternal [sic] on the anterior surface of the right lobe of the liver as well as up along the anterior abdominal wall next to the peritoneum at the site of the previous mesh placement was identified. This was sent for gram stain as well as culture obtained. Parietoperitoneal cells were noted within the mucoid material, and no microorganisms or inflammatory white cells noted. The liver was markedly enlarged with fatty liver infiltration and some microdoularity. No evidence of portal hypertension was visualized. The gallbladder was not acutely inflamed and was grasped with two atraumatic grasping forceps placed through 5 mm ports in the right lateral abdomen. A 10 mm operating port was placed in the subxiphoid region, and an additional 5 mm port was placed above this to place a 5 mm retractor on the undersurface of the liver to aid in the visualization of the mesh of the gallbladder. Dissection of the neck of the gallbladder was extremely difficult due to the size of the liver and the angulation beneath the right lobe of the liver.¿ the 10/19/2001 records continue: ¿the cystic artery was identified coursing over the cystic duct, and this was doubly ligated with hemoclips and divided. The cystic duct was then dissected free distal to the neck of the gallbladder and was clearly visualized. The common bile duct was noted within the hepatoduodenal ligament through the peritoneal tissues. After assurance of the anatomy, the cystic duct was doubly ligated with hemoclips and divided. The gallbladder was then removed from the liver bed with monopolar cautery and extracted through the subxiphoid port. The subhepatic space was irrigated with bacitracin solution and aspirated.¿ the 10/19/2001 records state: ¿attention was then turned to the right infraparaumbilical seroma from previous ventral hernia repair. A transverse incision was made over the ballottable mass, and subcutaneous dissection carried down through the adipose tissue to a thick encapsulated seroma cavity with several areas of necrotic fat on the surface from previous small hematomas from aspiration. This area was circumferentially dissected free with the electrocautery, and the thick capsule of the seroma was dissected down towards the level of the fascia. The anterior two-thirds of the capsule was then excised with electrocautery. Upon entering the seroma cavity, clear serous colored fluid with a large amount of gelatinous mucoid exudate was identified. This was cultured and suctioned free.¿ the 10/19/2001 records continue: ¿the previously placed mesh region was debrided with a laparotomy sponge. The prolene mesh had been previously placed appeared [sic] to be well incorporated and was not visible. The area overlying the mesh was then covered with two pieces of surgicel gauze, and the thick capsule was re-closed over the mesh with interrupted sutures of 0 vicryl. Subcutaneous tissues were irrigated with bacitracin solution. These were then closed with interrupted 3-0 vicryl sutures.¿ there was no mention of infection and no mention of the gore device in the records. Records between 2001 and 2012 were not provided. Operative records dated 1/17/2012 indicate the patient underwent: 1. Incisional hernia, recurrent times x4 repair. 2. Excision of old mesh. 3. Component separation on the right. 4. Placement of strattice 10x16 cm sublay.¿ postoperative diagnosis states: ¿incisional hernia with mesh.¿ the records state: ¿very pleasant female with a recurrent incisional hernia. She has had this repaired I believe 4 times in the past with mesh placement. She presents now for hernia repair with component separation and excision of mesh.¿ the 1/17/2012 operative report states: ¿midline incision was made, carried down through subcutaneous tissue down to the fascia. There was quite a bit of old mesh. In the midline, there was a large seroma cavity. This was excised. I could not remove all the mesh, if I did it was too incorporated into the fascia even with a large defect and no ability to close. Therefore, I took the area of mesh that was clearly not well incorporated and left the residual. Sent to pathology. Subcutaneous planes were created. A component separation was conducted on the right, creating a muscle flap of the rectus muscle. The component separation was conducted by separating the external oblique fascia away from the internal oblique fascia just lateral to the rectus muscle. This was completed. There was nice mobility. A 10x10x16 cm piece of strattice was placed with an underlie. This was sutured in a clockwise fashion with interrupted 0 prolene with interrupted 0 pds sutures. The fascia in the midline was closed with a running prolene suture. This was nice and taut without undue tension. Several jp drains were inserted. This fascia was able to close the hernia primarily. Additional mesh was removed at this time to get the closure nice and taut. Dr. Bonness then proceed with her fistulectomy.¿ there was no mention of infection involving the gore device. Additional operative records dated 1/17/2012 state the patient also underwent ¿panniculectomy to improve symptoms related to large hanging pannus as well as to improve healing with concomitant ventral hernia repair.¿ postoperative diagnoses state: ¿1. Ventral hernia. 2. Dermatolipodystrophy of the abdomen. 3. Chronic intertrigo. 4. Hanging pannus secondary to weight loss secondary to gastric bypass.¿ medical records detailing the gastric bypass mentioned in records dated 1/17/2012 were not provided. The additional 1/17/2012 operative notes for the panniculectomy state: ¿the patient is a 53-year-old female who is status post approximately 5 previous ventral hernia repairs with mesh. She now presents for another repair with dr. Satchie with removal of that mesh and repair of ventral hernia as well as a panniculectomy to facilitate healing.¿ surgical pathology records dated 1/18/2012 regarding a specimen collected 1/17/2012 states: ¿specimen(s) submitted: abdominal mesh. Gross description: the specimen is received in formalin¿and consists of an irregular 10.0 x 3.9 x up to 1.3 cm irregular portion of synthetic, blood-tinged, tan rubbery mesh and attached dense white fibrous tissue and adipose tissue. There are a few markedly calcified areas of possible fat necrosis. Gross diagnosis only; no sections are submitted.¿ ¿pathological diagnosis: abdominal mesh: fragments of prosthetic mesh, clinical diagnosis incisional hernia (gross examination only).¿ a culture report dated 1/21/2012 regarding specimens collected 1/17/2012 state: ¿specimen description: tissue a ¿ hernial sac.¿ ¿gram smear: no polymorphonuclear cells seen. Gram smear: no organisms seen. Culture: no growth 4 days.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2019: (B)(6) health. Certificate of death. Death at age 61 years. Place of death: (B)(6) hospice. Immediate cause: lung cancer manner of death: natural. Autopsy: no. Case referred to coroner or medical examiner: no. It should be noted that the gore-tex® soft-tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1884,1994, 2039, 3191 other code used for "necrotic fat tissue" and "open draining wound") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: ¿ the known medical records span(B)(6) 1995 through (B)(6) 2019, and not all records received in this time span are relevant to gore-tex® soft tissue patch. ¿ medical records from (B)(6) 2003 through(B)(6) 2006, from (B)(6) 2008 through (B)(6) 2010, and from (B)(6) 012 through (B)(6) 2018 were not provided. Patient information: medical history: ¿ asthma. ¿ peptic ulcer disease. ¿ gastroesophageal reflux disease [gerd]. ¿ diverticulosis. ¿ chronic obstructive pulmonary disease [copd]. ¿ irritable bowel syndrome [ibs]. ¿ autoimmune hepatitis. ¿ a-fib - anticoagulant therapy: (B)(6) 2013: aspirin, plavix, (B)(6) 2018: eliquis, (B)(6) 2018: aspirin, plavix, and (B)(6) 2019: aspirin, eliquis. ¿ steroids: (B)(6) 0206: long term steroid use, (B)(6) 2011: prednisone [steroid] daily, (B)(6) 2012: prednisone, and 9/24/16: prednisone daily for autoimmune hepatitis ¿ morbid obesity: (B)(6) 1999: 298 lbs., bmi 48, (B)(6) 2002: 307 lbs., bmi 49.5, (B)(6) 2004: 343 lbs., bmi 55.4, (B)(6) 2010: 205 lbs., bmi 33.1, (B)(6) 2013: 219 lbs., bmi 35.35, (B)(6) 2015: 227 lbs., bmi 36.6, and (B)(6) 2018: 213 lbs., bmi 35.5. ¿ smoker: (B)(6) 1999: smokes 1 pack daily, (B)(6) 2002: smokes 1½ packs daily x 20 years, (B)(6) 2011: smokes 1 pack weekly, (B)(6) 2011: quit smoking, (B)(6) 2012: current daily smoker, (B)(6) 2018: quit smoking, smoked for 35 years, (B)(6) 2018: current smoker, 6 cigarettes daily, (B)(6) 2019: current smoker. ¿ stage iii small cell lung cancer: (B)(6) 2018: diagnosed; chemotherapy, (B)(6) 2018: radiation, (B)(6) 2019: palliative care, and (B)(6) 2019: hospice. ¿ diabetes: (B)(6) 2002: new onset, (B)(6) 2016: glimepiride 2x daily, (B)(6) 2018: insulin daily, and (B)(6) 2018: long term (current) use of oral hypoglycemics. Prior surgical procedures: ¿ (B)(6) 2099: laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy. ¿ (B)(6) 2099: ventral herniorrhaphy. ¿the defect is closed with running #1 prolene.¿ ¿ (B)(6) 2099: drainage of seroma abdominal wall. ¿ (B)(6) 2000: ventral herniorrhaphy. ¿the patient was closed with retention sutures of #2 nylon over plastic bolsters and the fascia was closed with running 0 prolene. I was hesitant to use marlex mesh because of the patient¿s history of infection.¿ ¿ (B)(6) 2000: laparoscopic repair of a large recurrent ventral hernia using bard composix mesh. Implant preoperative complaints: ¿ (B)(6) 2000: history: ¿she underwent a laparoscopic assisted vaginal hysterectomy approximately a year ago and postoperatively developed a hernia at the umbilical port site. This required repair with prosthetic mesh. A wound infection developed and required removal of the mesh and closure of the fascial defect with retention sutures.¿ [no records provided.] ¿ (B)(6) 2000: ¿hernia has recurred and on examination, a 6 cm fascial defect just inferior and to the right of the umbilicus is noted with a large 10 cm hernia mass which is partially reducible.¿ ¿ (B)(6) 2000: ¿continues to have some right central, lateral abdominal pain associated with standing and walking.¿ ¿her abdominal wall has tenderness in the right lateral region of the ventral hernia repair. I am unable to appreciate a reducible bulge in this region to suggest a recurrence. I feel that she should be evaluated with a cat scan to evaluate her for possible seroma formation and/or hernia recurrence.¿ ¿ (B)(6) 2000: CT abdomen: "recurrence of her ventral hernia with approximately a 10 cm weakening of the abdominal wall.¿ ¿ (B)(6) 2000: ¿¿ follow up after her laparoscopic ventral hernia repair. She states that she has been having a significant amount of lower abdominal discomfort over the last few days and has been taking 2 darvocet n 100 tablets every 4 to 6 hours and her pain has not been adequately relieved. On exam, she is very tender in her right lower quadrant. There is no palpable fascial defect, however there does seem to be a bulge in the right lower quadrant up toward the area of the umbilicus.¿ implant procedure: excision of redundant abdominal wall mesh and ventral hernia repair with gore-tex and prolene mesh prosthetic placement. Implant: gore-tex® soft-tissue patch (1310015020/p15345-044) 10 cm x 15 cm. Implant date: (B)(6) 2000 2000 [hospitalization dates unknown]. ¿ description of hernia being treated: ¿a curvilinear infraumbilical incision was made and dissection was carried down through the panniculus and well incorporated dual mesh [sic] was identified at the level of the fascia. There was a 10 cm eventration of this mesh through the previous fascial defect. The margins of the abdominal wall fascia were delineated with sharp dissection and electrocautery. The mesh was opened with a 15 blade scalpel and adhesions between omentum and small bowel, and the undersurface of the mesh were freed with blunt dissection. The eventration of the mesh was excised along the margins of the fascial defect. There was no evidence of separation of the mesh from the underlying fascia and a margin of the mesh remained in place after excision of the eventration with the exception of the extreme lower midline portion of the abdominal wound.¿ ¿ implant size and fixation: a piece of gore-tex prosthetic patch material was then cut in an elliptical shape approximately 14 x 10 cm in dimensions. This was secured to the fascial margins with horizontal mattress sutures of 0 ethibond.¿ ¿double arm needles were used and brought through the fascia and tagged with hemostats. Following completion of the placement of the gore-tex a piece of prolene mesh was again cut with an elliptical shape, and this was then sutured using the double-armed needles and securing the horizontal mattress stitch as a superficial reinforcement to the anterior fascia. This was closed so that minimal eventration was noted at this time and hemostasis was good. The wound was irrigated with saline and subcutaneous tissues were approximated with interrupted 3-0 vicryl.¿ relevant medical information: ¿ (B)(6) 2000: ¿her wound has had minimal drainage since her discharge. She denies any fever and ends her course of levaquin today.¿ ¿ (B)(6) 2000¿ (B)(6) 2001: repeated aspirations of recurrent seroma overlying the ventral hernia repair. Culture of abdominal wound: no microorganisms isolated. ¿ (B)(6) 2001: ¿a significant seroma has redeveloped and 450 cc of a dark-brownish old bloody fluid is aspirated.¿ ¿ (B)(6) 2001: ultrasound guided aspiration of 700 cc old brown serous fluid. ¿ (B)(6) 2001: ¿aspiration with ultrasound guidance and instillation of co-stasis bio-glue for treatment of a recurrent abdominal wall seroma.¿ ¿ (B)(6) 2001: ¿placement of a j-vac closed suction drainage catheter and doxycycline instillation for sclerotheraphy¿ for recurrent abdominal wall seroma. ¿ (B)(6) 2001: abdominal wall cellulitis completely resolved. Aspirate of 150 cc straw-colored fluid. ¿ (B)(6) 2001: ¿ultrasound guided aspiration and instillation of fibrin glue for treatment of a recurrent abdominal wall seroma. ¿ (B)(6) 2001: ¿laparoscopic cholecystectomy without cholangiogram and excision of seroma cavity of the anterior abdominal wall.¿ ¿ (B)(6) 2001: ¿she has successfully lost 40 pounds in the last 2-1/2 months with weight reduction and is feeling well.¿ ¿ (B)(6) 2002: ¿¿recently identified to have an autoimmune hepatitis and has been placed on steroids and it will be converted to lmuran [sic] in approximately five weeks.¿ ¿ (B)(6) 2006: laparoscopic roux-en-y gastric bypass with antecolic gastrojejunostomy with a 25 eea stapler. Laparoscopic lysis of adhesions for 2 hours. ¿on entry into the abdomen, there were multiple adhesions to the hernia sac that was allocated 15 cm and just to the right of the umbilicus. This was at least 6 cm in diameter. Incarcerated omentum and some small bowel was caught up in the hernia sac. This was released using harmonic scalpel. This took at least 2 hours to dissect.¿ ¿the mesentery of the jejunum was then taken down using the harmonic scalpel. The jejunum was cut flush to the gastrojejunostomy anastomosis. Due to the pt¿s body habitus, her steroid use and the difficulty of the procedure, the gastrojejunostomy was oversewn with several interrupted 2-0 silk sutures. The abdomen was copiously irrigated and the scope was introduced and showed really no hiatal hernia. The gastro jejunostomy was intact without evidence of leakage and healthy without evidence of any necrosis.¿ ¿of note, the right lower quadrant hernia was not repaired at this time as it would require mesh repair and given the contamination by the jejunostomy and gastrojejunostomy, I felt it was not indicated at this time. She will require future repair of this.¿ ¿ (B)(6) 2007: CT abdomen: ¿¿ small hernia containing small bowel loops in the right lower pelvis inferior to surgical mesh from prior hernia repair. No evidence of bowel obstruction. There is a chronic fluid collection with a calcified wall located anterior to the cervical [sic] mesh in the soft tissues.¿ ¿ (B)(6) 2008: CT abdomen: ¿unchanged peripherally calcified collection, subcutaneous tissues overlying surgical graft, lower abdominal wall. This is probably post-surgical in nature and may be related to a resolving hematoma. Left hepatic lobe is more conspicuous on study today.¿ ¿ (B)(6) 2008: CT abdomen: ¿in the lower abdomen there is a ventral hernia with a defect measuring approximately 5 cm in diameter. This defect does appear to have been repaired with some synthetic graft material, which can be seen along the peritoneal lining. Within the hernia, there is a 7 cm diameter mass, which appears to be partially calcified. ¿ small segment of small bowel measuring approximately 2 cm protruding into the anterior abdominal wall.¿ ¿ (B)(6) 2010: ¿she is becoming more symptomatic with her incisional ventral hernia. Stopped smoking as of (B)(6) 2010. Impression: in terms of incisional hernia, I think this should be fixed with mesh. She is only 205 lbs.; I think this would be a good time to do it. In terms of panniculectomy, that would aid in decreasing infection and decreasing the amount of pull and decreasing the hernia, therefore making the hernia repair more stable.¿ ¿ (B)(6) 2011: ¿in need of hernia repair; also has significant pannus that would need to be addressed because of recurrent candida infection and irritation.¿ explant preoperative complaints: ¿ (B)(6) 2012: ¿presents for incisional hernia. Was last seen in office on (B)(6) 11 at which time we discussed importance of weight stability/loss and smoking cessation prior to repair. That visit was 201 lbs. And today is 210 lbs. She quit smoking 3 weeks ago and is requesting repair. Hernia more uncomfortable. Assessment: incisional hernia. Post roux-en-y 2006 with now panniculitis. ¿ biggest risk is recurrence. This risk can be reduced by half with the use of mesh and can also be reduced by going into surgical repair at appropriate weight.¿ explant procedure: incisional hernia, recurrent times x4 repair. Excision of old mesh. Component separation on the right. Placement of strattice 10 x 16 cm sublay. Panniculectomy to improve symptoms related to large hanging pannus as well as to improve healing with concomitant ventral hernia repair. Explant date: (B)(6) 2012 [hospitalization (B)(6) 2012] ¿ ¿midline incision was made, carried down through subcutaneous tissue down to the fascia. There was quite a bit of old mesh. In the midline, there was a large seroma cavity. This was excised. I could not remove all the mesh, if I did, it was too incorporated into the fascia even with a large defect and no ability to close. Therefore, I took the area of mesh that was clearly not well incorporated and left the residual. Sent to pathology. Subcutaneous planes were created. A component separation was conducted on the right, creating a muscle flap of the rectus muscle. The component separation was conducted by separating the external oblique fascia away from the internal oblique fascia just lateral to the rectus muscle. This was completed. There was nice mobility. A 10x10x16 cm piece of strattice was placed with an underlie. This was sutured in a clockwise fashion with interrupted 0 prolene with interrupted 0 pds sutures. The fascia in the midline was closed with a running prolene suture. This was nice and taut without undue tension. Several jp drains were inserted. This fascia was able to close the hernia primarily. This fascia was able to close the hernia primarily. Additional mesh was removed at this time to get the closure nice and taut.¿ ¿ ¿an incision was made as marked preoperatively inferiorly from table to table using a 10 blade. The remainder of the dissection was done using electrocautery. Skin and subcutaneous tissue were elevated up off the anterior abdominal wall to my marking superiorly. The bed was flexed slightly and a second incision was made superiorly at the level of the umbilicus again from table to table to connect to the inferior incision. This tissue was all removed using electrocautery. It weighed approximately 7 pounds. Bleeding was controlled using electrocautery. Large perforator vessels were tied using a 2-0 silk. Four drains were placed and brought out the right upper quadrant and secured with a 2-0 silk. Platelet gel and fibrin glue were applied and the incision was then closed initially with staples. The scarpa was approximated with 0 quill. Subcutaneous tissue was approximated with 0 quill. The deep dermis of the skin was approximated with 2-0 monocryl and 2-0 monoderm and the skin was closed using a combination of staples and 3-0 nylon vertical mattress and dermabond.¿ (B)(6) 2012: pathology: ¿¿consists of an irregular 10.0 x 3.9 x up to 1.3 cm irregular portion of synthetic, blood-tinged, tan rubbery mesh and attached dense white fibrous tissue and adipose tissue. There are a few markedly calcified areas of possible fat necrosis. Gross diagnosis only; no sections are submitted.¿ ¿pathological diagnosis: abdominal mesh: fragments of prosthetic mesh, clinical diagnosis incisional hernia (gross examination only).¿ (B)(6) 2012: discharge summary: ¿postop, did very well. Tolerated advancement of diet with return of gi function, did very well increasing activity, ambulating in hallways. ¿ home with abdominal drains, oxycodone for pain, stool softeners, 2-week course of doxycycline.¿ relevant medical information: ¿ (B)(6) 2012: " post ventral hernia repair. Back to baseline. No nausea. Abdomen soft. Incision clean, dry, intact, no erythema. Still smoking.¿ ¿ (B)(6) 2018: pet scan: ¿¿ soft tissues demonstrate no focal hypermetabolic hepatic or splenic lesions. Liver again noted to be nodular, suggestive of underlying cirrhosis.¿ ¿ (B)(6) 2019: CT chest/abdomen/pelvis: ¿unremarkable changes of antecolic roux-en-y gastric bypass, and anterior abdominal wall mesh hernia repair.¿ ¿ (B)(6) 2019: ¿suspected gi bleed. Hold asa and eliquis. Will be transfused. Currently on chemotherapy break. Current smoker. Gi is planning on egd and colonoscopy in am. Septic joint replacement, on chronic antibiotics.¿ conclusion: it should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The manufacturing records for device serial number (B)(6) are unavailable for review. Based on an implant date of (B)(6) 2000, the required record retention period of 10 years would have been exceeded, at the latest, on (B)(6) 2010. Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records dated 10/3/2000 state: ¿[patient] is a 42 year-old woman referred by dr. Cook and dr. Paukner for evaluation of a recurrent ventral hernia. She underwent a laparoscopic assisted vaginal hysterectomy approximately a year ago and postoperatively developed a hernia at the umbilical port site. This required repair with prosthetic mesh. A wound infection developed and required removal of the mesh and closure of the fascial defect with retention sutures.¿ medical records dated 10/3/2000 state: ¿this has now healed, however the hernia has recurred and on examination, a 6 cm fascial defect just inferior and to the right of the umbilicus is noted with a large 10 cm hernia mass which is partially reducible. Her abdomen is otherwise soft.¿ the records also state: ¿I have discussed with her recommendations for a laparoscopic repair using composite mesh material. This will be attempted as an extended care observation surgery next week.¿ medical records dated 8/18/2000 state: ¿[patient] is here today for a follow up examination, now 10 days following laparoscopic repair- of a large ventral hernia. She saw dr. Cook earlier in the week who removed her closed suction drain and at this time there is no evidence of a recurring seroma. Her laparoscopy wounds are all healing well. She has some mild right lower periumbi!ical tenderness but no evidence of a recurrent mass. She continues to wear an abdominal binder and is reporting no difficulties with appetite or bowel function. I feel that she can return to work as a school bus driver on the 30th of this month and she should continue to refrain from any heavy lifting more than 15 to 20 pounds for the indefinite future.¿ medical records dated 9/20/2000 state: ¿[patient] is here for a followup examination of her laparoscopic ventral hernia repair. It has been approximately five weeks since she underwent laparoscopic repair. The area of seroma formation in the right paraumbilical region has dramatically resolved. There is no overlying erythema noted. She continues to have some right abdominal wall tenderness which does not appear to be associated with a recurrent hernia. She continues to wear an abdominal binder and avoid heavy lifting. I feel that she should be able to return to work as a school bus driver in approximately two to three weeks. I have given her permission to return on october 15, 2000 with a 30 pound lifting restriction.¿ medical records dated 10/9/2000 state: ¿[patient] continues to have some right central, lateral abdominal pain associated with standing and walking. She is reporting no appetite change or nausea or vomiting. No change in her bowel function has been noted. Her abdominal wall has tenderness in the right lateral region of the ventral hernia repair. I am unable to appreciate a reducible bulge in this region to suggest a recurrence. I feel that she should be evaluated with a cat scan to evaluate her for possible seroma formation and/or hernia recurrence.¿ medical records dated 10/19/2000 state: ¿[patient] is here today for follow up after her laparoscopic ventral hernia repair. She states that she has been having a significant amount of lower abdominal discomfort over the last few days and has been taking 2 darvocet n 100 tablets every 4 to 6 hours and her pain has not been adequately relieved. She had· a CT scan done in kenosha on 10/16/00 which revealed recurrence of her ventral hernia with approximately a 10 cm weakening of the abdominal wall. On exam, she is very tender in her right lower quadrant. There is no palpable fascia! Defect, however there does seem to be a bulge in the right lower quadrant up toward the area of the umbilicus.¿ medical records dated 11/6/2000 state: ¿[patient] is here today 10 days following ventral hernia repair. At the time of her surgery eventration of the previously placed laparoscopic dual mesh was identified without herniation· through the abdominal wall. The defect was repaired with a sandwich of gore-tex and prolene mesh sewn to the rims of the fascial defect. Her wound has had minimal drainage since her discharge. She denies any fever and ends her course of levaquin today. The prolene intracuticular sutures were removed today without difficulty and steri-strips were applied. She will continue to do minimal lifting and I have asked her to see me in one week for a follow up examination.¿ medical records dated 11/8/2000 state: ¿[patient] is here today for a followup examination due to concerns over increased tenderness and redness of her lower abdominal wall last night. On examination today, there is some mild· fullness of the lower· abdomen without drainage from the incision and no significant erythema to the skin. She is afebrile with a temperature of 97.4. I have re-initiated her levaquin therapy which she was on postoperatively. I have explained to her that I was quite certain that there would be a moderate size seroma in the subcutaneous tissues, however, I did not identify any indication that this was obviously infected presently.¿ culture report dated 11/10/2000 states: ¿specimen wound, abdomen. Gram stain-rare wbc¿s seen, no microorganisms. Culture-no microorganisms isolated.¿ medical records dated 11/13/2000 state: ¿[patient] is here today for a followup examination of her abdominal wound. There has been no drainage and no change in the mild erythema over the lower abdomen. She denies any fever over the weekend. I aspirated 90 cc of a serosanguineous fluid late last week and the cultures have returned negative. I have not recommended further aspiration today. I have left her on levaquin 750 mg q.d.¿ medical records dated 11/21/2000 state: ¿[patient] is here today for followup examination of her ventral hernia repair site. Moderate seroma with tenderness in the abdominal wall is noted and 90 cc of clear straw-colored fluid is aspirated from the subcutaneoussite. . Minimal erythema of the abdominal wall is noted. She denies any fever.. No . Bowel dysfunction is noted. I feel that she has continued to · recover satisfactorily without signs of infection at this time.¿ medical records dated 11/29/2000 state; ¿[patient] is here for a followup examination. She had 270 cc aspirated from her abdominal wall today. This remains a clear serosanguineous fluid with no sign of infection. I have explained to her to continue to watch for any signs of infection with fever or increasing abdominal redness.¿ medical records dated 12/27/2000 state: ¿[patient] is here today for a follow up examination. She has some moderate discomfort in the abdominal wall at the site of recurrent seroma formation overlying the ventral hernia repair, approximately 210 cc of straw-colored fluid is aspirated today after a betadine prep and a sterile puncture of the seroma with a 20 gauge needle. No sign of infection is noted and there is no evidence of hernia recurrence. I have given her permission to return to work as a bus driver and I have asked her to return to see me in three weeks for follow up.¿ medical records dated 1/10/2001 state: ¿[patient] is here today for a followup examination of her ventral hernia repair site. She continues to have moderate swelling from seroma formation of the anterior abdominal wall with decreased tenderness and no overlying erythema. Her wound is well healed at this time. I have refrained from aspiration of the seroma today. I have explained to her that I felt it would be best if this spontaneously absorbs and that aspiration would be reserved only if increasing tenderness is noted. She has returned to work as a. Bus driver and seems to be doing quite well.¿ medical records dated 2/6/2001 state: ¿[patient] is here for a .followup examination. She continues to have moderate swelling and tenderness over the repair site of the , ventral hernia.. A 10 cm, ballotable region is noted. This is aspirated of 350 cc of a dark brown fluid. There is no cloudiness to suggest infection or odor associated with this serum. I have asked her to wear her abdominal binder over the next several days to hopefully help keep pressure on this seroma cavity and to limit its recurrence.¿ medical records dated 3/21/2001 state: ¿[patient] is here today for a followup examination of her ventral hernia repair site. A significant seroma has redeveloped and 450 cc of a dark-brownish old bloody fluid is aspirated. No sign of infection is noted. She is symptomatically more comfortable following aspiration. She will continue to wear the abdominal binder.¿ medical records dated 5/10/2001 state: ¿[patient] is here for follow up evaluation of her abdominal wall seroma. It has been approximately nine weeks since she was last seen. There is a large ballottable mass in the region of the ventral hernia repair and I have aspirated 320 cc of a dark serous fluid today. She seems to be more comfortable following this and there is no sign of infection.¿ medical records dated 5/21/2001 state: ¿[patient] is here today for a follow up examination. She has had increased tenderness since the aspiration of her abdominal wall seroma one week ago. No erythema or significant fever have been noted. I have again performed aspiration of two separate areas and removed approximately 150 co of a dark serosanguineous fluid. A culture of this fluid is sent today and I have placed her on cleocin 600 mg to be taken t.i.d. For the next three days. I will be in contact with her should her cultures be positive, otherwise she will see me in follow up in one week.¿ culture report dated 5/21/2001 states: ¿specimen body fluid, abdominal wall. Gram stain- wbc¿s seen, no microorganisms. Culture-no growth 1 day. Wound abdomen-gram stain-rare wbc¿s seen, no microorganisms seen.¿ medical records dated 5/31/2001 state: ¿[patient] is here for a follow up examination. She continues to have some moderate tenderness in the abdominal wall at the site of previous ventral hernia repair. No erythema is noted. The culture from the aspirate of the seroma one week ago is sterile. I have recommended that she see me for an ultrasound examination and ultrasound guided aspiration of the abdominal wall seroma this next week.¿ medical records dated 6/6/2001 state: ¿[patient] is seen today in the ultrasound suite at moreland medical clinic and underwent aspiration of a large abdominal wall seroma. The seroma was able to be nearly aspirated dry with the exception of several small septated lobulations. Approximately 700 cc of an old brown serous fluid was retrieved. No evidence of a fascia! Defect was noted on ultrasound evaluation of the abdominal wall. I have asked her to wear her abdominal binder for the next several weeks in an attempt to stick down the seroma cavity. She will return to see me for followup at that time.¿ medical records dated 6/20/2001 state: ¿[patient] is here for a followup examination of her abdominal wall seroma. She had transient benefit from the most recent aspiration performed under ultrasound guidance, however, refilled the seroma cavity within a few days. Her abdominal girth has really limited her ability to use the abdominal binder as any form of compression. On examination today, there is no erythema to the overlying skin of the abdominal wall. Fullness in the ballotable mass is present at the site of previous ventral hernia formation consistent with a recurrent seroma.¿ medical records dated 6/20/2001 state: ¿at the present time, all of the previous efforts at aspiration have been unsuccessful. I have discussed with her consideration of an attempt at the use of aspiration followed by injection of fibrin glue in an attempt to seal the seroma cavity. A new fibrin, glue product will shortly be available at waukesha memorial hospital, and I would anticipate bringing her to the outpatient department at that time for ultrasound aspiration, catheter placement, and installation of fibrin glue.¿ medical records dated 7/24/2001 state: ¿[patient] is here for a followup examination. The abdominal wall seroma has recurred after a fibrin glue injection. She has continued to be frustrated with this recurrence, and I have recommended that she see me in the outpatient department at the hospital where a closed suction drain will be placed under local anesthesia in an attempt to obliterate the cavity with the use of tetracycline installation.¿ medical records dated 8/1/2001 state: ¿[patient] is stable at this time with approximately 50 cc of serosanguineous drainage from the abdominal seroma per day via the closed suction drain. No sign of infection is noted. There is no induration or tenderness over the hernia repair site. I have asked her to be in contact with me early next week. If persistent drainage is noted, an additional installation of doxycycline will be undertaken prior to removal of the drain.¿ culture report dated 8/5/2001 states: ¿specimen-wound abdomen. Gram stain-rare wbc¿s seen. Gram stain-moderate gram positive rods. Gram stain-few dram negative rods. Gram stain-few gram positive cocci. Cultures-many enterobacter cloacae, many enterococcus species, many diphtheroids, beta strep b isolated from the enrichment broth only.¿ medical records dated 8/10/2001 state: ¿¿..she has had no fevers and her abdominal wall seroma is less tender and the drain exit site is minimally inflamed. She has had no fevers since her discharge from the hospital, she remains on doxycycline 100 mg daily and I will see her again in 10 days for a follow up examination.¿ medical records dated 8/20/2001 state: ¿[patient] is here for a follow up examination. The abdominal wall cellulitis is completely resolved at this time. She has no further fever or adverse reactions to her antibiotics which now are that of doxycycline 100 mg daily. I have attempted aspiration and have only been able to aspirate 150 cc of a straw-colored fluid from the abdominal wall seroma. She states that she still feels some pressure from the seroma. I have not recommended any further surgical intervention at this time and asked her to return to see me in one week for follow up.¿ medical records dated 8/28/2001 state: ¿[patient] is here for continued follow up of her abdominal wall seroma. She has finished her course of outpatient doxycycline and has no further redness of the abdominal wall seroma. There persists a 10cm ballotable mass and a healing drain site incision. She reports tenderness with various activities, however this has not appreciably changed over the last few months. I continue to be concerned over surgical intervention of debridement of the seroma and reclosure of the wound over the potential for infecting the underlying mesh.¿ medical records dated 8/28/2001 state: ¿she understands these concerns and has asked for another opinion which I completely concur with. She has also reported the onset of some epigastric bloating especially after meals and I have suggested that dr. Paukner obtain an upper abdominal ultrasound of her gallbladder and she can also have the seroma of her abdominal wall evaluated. I have asked her to be in contact with dr. Cook who has also operated on her in the past for another opinion regarding the treatment of this abdominal wall seroma. She will be in contact with me next week following these appointments and further recommendations will be based on their findings.¿ medical records dated 9/21/2001 state: ¿[patient] had a seroma aspirated under ultrasound guidance and fibrin glue was instilled on september 17, 2001. She has noted some erythema and discomfort in this area and is quite concerned about infection. She denies fevers or chills. She has not noted any drainage. She is otherwise feeling well. On examination, she is moderately obese. There is a nicely healed tower abdominal transverse incision. There is swelling to the right half of this incision which appears to be the site of the seroma.¿ medical records dated 9/21/2001 state: ¿there is no fluctuance or ballotable fluid palpable, however, there is slight discoloration consistent with a bruise and ecchymosis. There is no erythema, heat, or tenderness to suggest infection. I suspect she has noted the change due to the fibrin glue installation. It seems to have worked, as I do not find any evidence of a seroma at this time. I aspirated the area in two separate sites to be sure I was notmissing a deep fluid collection. No fluid was returned. I find no evidence of infection. I have recommended to [patient] that she put a little heat on this and see if this does help her feel better.¿ medical records dated 9/27/2001 state: ¿[patient] is here today for a follow up examination. Since aspiration and cryoprecipitate instillation of the abdominal wall seroma, the seroma has significantly decreased in size and a firm mass in the region consistent with a solidifled seroma cavity is palpated to measure approximately 6 x 8 cm. The mass is no longer ballotable and I do not believe that fluid collection of significance has recurred. She continues to have moderate discomfort in the area of the abdominal wall but is having no fevers. There is no redness overlying the previous seroma cavity.¿ medical records dated 10/12/2001 state: ¿[patient] is here today for a followup examination. She recently underwent a biliary patency study in kenosha which demonstrates marked delay and visualization of the gallbladder consistent with cystic duct obstruction. No stones or sludge was noted on the ultrasound examination and the common bile duct was 6 mm in maximum diameter. No pancreatic abnormalities are noted on the abdominal ultrasound.¿ medical records dated 10/12/2001 state: ¿I discussed with her consideration of a laparoscopic cholecystectomy for her symptoms of epigastric abdominal pain with radiation to the back which she has been experiencing with frequent meals. I feel at that time we should evaluate her ventral hernia repair to ensure no evidence of recurrence and also attempt evacuation and reclosure of her seroma cavityon the abdominal wall. This will all be arranged as extended-care observation surgery at waukesha memorial hospital this next week.¿ culture report dated 10/20/2001 states: ¿specimen-wound, abdominal wall. Gram stain-no microorganisms seen, cultures-no microorganisms isolated.¿ ¿culture anaerobic-no anaerobes isolated. Culture report dated 10/22/2001 states: ¿specimen body fluid-peritoneal fluid. Gram stain-no microorganisms seen, cultures-no microorganisms isolated. Culture anaerobic-no anaerobes isolated.¿ pathology records dated 10/22/2001 state: ¿admitting diagnosis-seroma abdomen wall biliary dyskin.¿ records state: ¿source of specimen a: abdominal wall seroma. B. Gallbladder. Gross description: a. Received in formalin labeled "abdominal wall seroma" are 106 grams, 10.0 x 7.0 x 5.5 cm of rubbery to fatty tissue with fragmented portions of lnspissated mucoid material. The cut surfaces of the rubbery to fatty tissue are tan-yellow to tan-pink and slightly chalky. At one end there is tan-white, rubbery tissue. The inspissated material appears to correspond to this area. The rubbery to fatty tissue is inked, and representative sections are submitted as labeled: 1-1 rubbery to fatty tissue. 3) lnspissated material.¿ pathology records dated 10/22/2001 state: b. Received in formalin labeled "gallbladder" is an 8.5 x 2.7 cm intact, deflated gallbladder. The cystic duct measures 0.3 cm in diameter. The serosa is gray-purple and smooth. The lumen contains a minimal amount of olive green, semiviscid to slightly gelatinous bile. No choleliths are identified. The mucosa is olive green'and glistening with a diffuse, yellow, stippling pattern. The wall is pliable and averages 0.3 cm in thickness. Representative sections are submitted in one block.¿ pathology records dated 10/22/2001 state: ¿microscopic description - a. Sections show fibrofatty tissue with irregular areas of fat necrosis and adherent fibrin. Stromal calcification and hemosiderin deposition are also present. No neoplastic lesions are identified. B. Sections of gallbladder show partially intact mucosa without intestinal metaplasla or dysplasia. Patchy chronic inflammation is present along with scattered rokitansky-aschoff sinuses. Lymphocytes and scattered eosinophils arepresent without a neutrophilic component. Focal areas of cholesterolosis are seen. Some of the attached fat exhibits fat necrosis. No neoplastic lesions are identified.¿ medical records dated 10/29/2001 state: ¿[patient] is recovering well following a laparoscopic cholecystectomy and excision of an abdominal wall seroma 10 days ago. She reports no further epigastric pain that she was experiencing preoperatively with meals. The tenderness at the site of her previous hernia repair is substantially decreased after excision of the seroma cavity. She has had a small amount of serous drainage from the right paraumbilical incision and was placed on doxycycline 100 mg q.d. This past week. She will continue on this for another 10 days. Alternate staples were removed from her abdominal wound today and steri-strips were placed. I have asked her to see me again in 10 days for a followup examination.¿ medical records dated 11/6/2001 state: ¿[patient] continues to slowly improve following a laparoscopic cholecystectomy and excision of a ventral incisional seroma. She continues to have a small amount of serous drainage from the medial aspect of her right paraumbilical incision. She reports a good appetite and bowel function at this time. No fevers or chills are noted. She remains on doxycycline presently and will continue local wound care and see me again in one week for followup.¿ medical records dated 11/14/2001 state: ¿[patient] is here for a followup examination. She has no symptoms of epigastric pain or indigestion which she was experiencing prior to her cholecystectomy. She reports no food intolerance at this time. She has been on a weight reduction program and has lost 17 pounds over the last few weeks and is feeling well. Her abdominal wound from the seroma excision continues to heal slowly with a small area of serous drainage from the medial aspect of the incision. The remaining staples are removed today. She is off antibiotics at this time and is experiencing no fevers or cellulitis of the abdominal wall. I feel that she is stable at this time and will see me again in one month for followup.¿ medical records dated 12/19/2001 state: ¿[patient] is here for a followup examination following a laparoscopic cholecystectomy and excision of seroma from an abdominal hernia repair. She has successfully lost 40 pounds in the last 2-1/2 months with weight reduction and is feeling well. She states that she continues to have some mild discomfort in the right upper abdomen region extending into the ribs, thought secondary to a musculoskeletal strain. She reports no difficulty with appetite or bowel function. Her laparoscopy wounds are all well healed. She does seem to have a moderate persistent seroma at the site of mesh hernia repair in the right midabdomen. There is some mild excoriation in the skin beneath the right midabdominal incision without sign of infection. She is having no fevers at this time.¿ medical records dated 5/2/2002 state: ¿[patient] is here for a followup examination. She has had minimal discomfort in the area of her abdomlnal ventral hernia repair at this time. She was recently identified to have an autoimmune hepatitis and has been placed on steroids and it will be converted to lmuran in approximately five weeks.¿ operative records dated 7/8/2002 indicate the patient underwent right saphenous vein stripping and avulsion of multiple varicosities. Postoperative diagnosis-¿varicosities with bleeding varices.¿ medical record dated 8/13/2002 states: ¿¿followup examination of her abdomen reveals a stable ventral hernia repair site without evidence of recurrence.¿ medical record dated 10/30/2002 states: ¿[patient] is here for evaluation of some tenderness she has noted over the last several weeks in the central abdomen after an episode of lifting. She states she was lifting a garbage bag out of the can and felt a pop and tenderness along the upper central abdomen. On examination, scarring from previous ventral hernia repairs is noted with some mild tenderness along the superior margin of the fascial patch without a reducible fascia! Defect and no obvious mass. Presently, I do not feel a recurrent hernia is present and I have recommended just the use of heat to the area and observation. I do not feel further studies are warranted at present, however, if increasing tenderness or mass formation is noted, she will be in contact with me for further evaluation.¿ medical records detailing the gastric bypass mentioned in records dated 1/17/2012 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1999: (B)(6). History & physical. Cc: pre-op for ventral hernia repair. Hpi: had hysterectomy (B)(6) 1999; one month later developed pain /discomfort/bulging in lower abdomen. Seen here a couple weeks ago at which time it was noticed this was a ventral hernia. Smoker. Wt. 295. Exam remarkable for mildly tender bulge just to right of midline below umbilics, which is reducible. Assessment/plan: ventral hernia. Ventral herniorrhaphy by (B)(6). (B)(6) 1999: (B)(6). Operative report. Pre/postop diagnosis: ventral hernia. Operative procedure: ventral herniorrhaphy. Procedure: under general anesthesia, the patient is prepped and draped in a sterile fashion. A vertical midline incision is made over the area of the ventral hernia. The hernia sac is encountered and opened. There is some omentum and bowel, which is reduced into the abdomen. The access hernia sac is resected. The defect is closed with running #1 prolene. The closure does not seem to be under any tension. The area is irrigated with kantrex solution. Subq is closed with 3-0 vicryl and the skin is closed with skin staples. (B)(6) 1999: (B)(6). Operative report. Preoperative/postoperative diagnosis: seroma abdominal wall. Operative procedure: drainage of seroma abdominal wall. Procedure: under general anesthesia, the patient was prepped and draped in a sterile fashion. A small incision was made over the inferior aspect of the patient¿s ventral herniorrhaphy. A fluid-filled pouch of about 75 cc of clear reddish-tan liquid was evacuated. Gram stain was obtained, which demonstrated a rare gram-positive cocci. Cultures did not grow any organisms. Treatment plan: for a f/u in my office in two days. (B)(6) 2002: (B)(6). Radiology ¿ CT-guided liver biopsy. History: abnormal liver function tests. Incidentally noted at the time of CT-guided biopsy is a well-circumscribed 6.6 cm x 11.4 cm fluid collection in the subcutaneous soft tissues of the anterior abdominal wall at the midline. This collection lies anterior to the surgical graft material. This appearance is most compatible with an abscess or seroma. Recurrent hernia cannot be excluded. Clinical correlation and close physical examination is recommended. (B)(6) 2003: (B)(6). Radiology ¿ dx upper gi and air contrast. Reason for exam: clearance for gastric bypass. Impression: normal air contrast upper gi series. Surgical change is seen in the right upper quadrant and in the lower abdomen. Pertinent records between (B)(6) 2003 and (B)(6) 2006 were not provided. (B)(6) 2006: (B)(6) md. Operative report. Preoperative/postoperative diagnosis: morbid obesity. Incisional hernia. Operative procedure: laparoscopic roux-en-y gastric bypass with antecolic gastrojejunostomy with a 25 eea stapler. Laparoscopic lysis of adhesions for 2 hours. Findings: a hernia, at least 5 cm in diameter, 15 cm inferior and just to the right of the umbilicus. Numerous adhesions with incarceration of omentum into the hernia sac. Estimated blood loss minimal. Complications none. Very enlarged liver making the surgery quite difficult. Indications for procedure: 48 y/o female with a bmi of 58 who is morbidly obese and has had multiple ventral hernia repairs in the past, presents now for laparoscopic roux-en-y gastric bypass. Given her prior difficulties with hernia surgery, she really needed a laparoscopic procedure to reduce her risk of hernia formation in the future. Description of procedure: ¿the patient was properly identified and taken to the operating room and placed in the supine position. All monitoring lines and equipment were assembled. General anesthesia was induced without difficulty. Due to her previous abdominal wall surgeries in the past, the abdomen was quite hostile and large amount of time was taken to not only lyse adhesions but also to maneuver around all of her hernia sites in the past as well as to maneuver her very, very enlarged liver. A viewport was placed just to the left and above the umbilicus. An additional two 10 mm ports were placed in the left upper quadrant as well as a 10 mm port in the right upper quadrant, 5 mm port in the right upper quadrant. Additional 5 mm ports were placed in the left lower quadrant as well. On entry into the abdomen, there were multiple adhesions to the hernia sac that was allocated 15 cm and just to the right of the umbilicus. This was at least 6 cm in diameter. Incarcerated omentum and some small bowel was caught up in the hernia sac. This was released using harmonic scalpel. This took at least 2 hours to dissect. The omentum and transverse colon were reflected superiorly and the ligament of treitz was identified. Due to the abdominal wall was located, several ports had to be replaced for better visualization. About 40-50 cm distal to the ligament of treitz an area was selected on the small bowel and this was stapled off and the mesentery taken down using a harmonic scalpel. The jejunum was then run 150 cm and a jejunostomy ensued. A stapled side-to-side functional end-to-end anastomosis. The resulting enterotomy was closed with a gia 60 stapler as well. The mesenteric defect was closed with a running 2-0 silk suture. The omentum was then split using a harmonic scalpel. This became the most difficult part of the operation due to the size of the liver. The liver retractor was utilized and an additional atraumatic grasper was utilized to help retract the liver as well. First the gastric vein was identified I made the stomach pouch somewhat longer due to her body habitus. The first gastric vein was identified. The lesser curve of the stomach was at the angle of his was dissected free using the harmonic scalpel. A gastrotomy was created and then the anvil of the 25 mm stapler was introduced using a maryland. This was then brought through the anterior stomach wall at the lesser curve. The gastric pouch was then created using several loads of the gia 60 stapler blue stapler load. This was a quite difficult procedure due to the pt¿s oversized liver. This was complicated and multiple retractors were utilized to help with better visualization. Once the gastric pouch was created, the gastrotomy was closed with a gia stapler. The eea stapler was then introduced into the left mid quadrant and introduced into the jejunal limb. The gastrojejunostomy then ensued with the side of stomach with side of stomach with side of jejunum anastomosis. This was then stapled down and fired. The stomach pouch appeared to be in good position and the stapled donuts of the tissue were removed and they were both intact. The mesentery of the jejunum was then taken down using the harmonic scalpel. The jejunum was cut flush to the gastrojejunostomy anastomosis. Due to the pt¿s body habitus, her steroid use and the difficulty of the procedure, the gastrojejunostomy was oversewn with several interrupted 2-0 silk sutures. The abdomen was copiously irrigated and the scope was introduced and showed really no hiatal hernia. The gastro jejunostomy was intact without evidence of leakage and healthy without evidence of any necrosis. The endoscope was removed. The abdomen was copiously irrigated. All 10 mm sites were then closed with several interrupted 0-vicryl sutures using endo close device. The subcutaneous tissue of all port sites were irrigated and the skin closed with 4-0 monocryl. The patient tolerated the procedure well and was extubated and brought to the recovery room in good condition. All sponge, needle, and instrument counts were correct at the end of the case. Of note, the right lower quadrant hernia was not repaired at this time as it would require mesh repair and given the contamination by the jejunostomy and gastrojejunostomy, I felt it was not indicated at this time. She will require future repair of this. (B)(6) 2006: (B)(6). Radiology ¿ CT abdomen wo contrast. Clinical history: s/p laparoscopic gastric bypass. Asked to evaluate for gastrojejunostomy leak. Comparison: none. Findings: limited visualization of the lung bases demonstrate moderate bibasilar coarse linear opacities compatible with atelectasis and trace left-sided pleural effusion. Hollow visceral organs: intraluminal contrast is seen at the level of the gastrojejunostomy with no evidence for extravasation. No fluid collections evident near the gastro jejunostomy site. No disproportionate bowel gas pattern is evident on scout imaging to suggest obstruction. The gallbladder is surgically absent. The distal roux-en-y anastomosis is not visualized on CT of the abdomen. Solid visceral organs: the liver appears enlarged, otherwise negative. Mesenteric spaces and retroperitoneum: no pathologically enlarged lymph nodes, free fluid or free intraperitoneal air is evident. Musculoskeletal: a tiny focus of air is seen within the rectus abdominis sheath. No localized fluid collections. Impression: no evidence for leak at gastrojejunostomy site. Hepatomegaly. Moderate bibasilar atelectasis with trace left-sided pleural effusion. The films and interpretation were reviewed with the radiology resident. (B)(6) 2006: (B)(6). Discharge summary. Hospital course: underwent laparoscopic gastric bypass. Had some atn but this resolved. Discharged on pureed diet. F/u with me in 1 week. No heavy lifting greater than 10 lbs. For 2 weeks. (B)(6) 2007: (B)(6). Radiology ¿ abdomen x-ray. Reason for exam: nausea and vomiting. Abdomen: flat and upright views of the abdomen demonstrate gas present in large and small bowel. There is no evidence of bowel obstruction. Numerous surgical clips are present over the lower abdomen and pelvis. Detail is limited by the technique and the patient¿s body habitus. Impression: no acute bowel obstruction is identified. (B)(6) 2007 (B)(6). Radiology ¿ CT abdomen, pelvis w/ contrast. History: abdominal pain. CT abdomen: the lung bases are clear. Liver, spleen, pancreas, and kidneys are unremarkable. There has been gastric bypass surgery and cholecystectomy. CT pelvis: there are sigmoid diverticula, but no evidence of diverticulitis. There is a small right lower abdominal wall hernia inferior to the surgical mesh in the right lower quadrant. It contains small bowel loops with a transverse diameter of 3.5 cm and an ad dimension of 1.5 cm. Anterior to the mesh is 2 x 7 mm oval fluid collection with a calcified wall. It is located in the subcutaneous tissues anterior to the surgical mesh. It appears to represent some type of chronic postoperative fluid collection, as I do have the CT from (B)(6) 2002, which demonstrated this collection, at which time measured 6.6 x 11.4 cm. Impression: there is small hernia containing small bowel loops in the right lower pelvis inferior to surgical mesh from prior hernia repair. No evidence of bowel obstruction. There is a chronic fluid collection with a calcified wall located anterior to the cervical [sic] mesh in the soft tissues. This is smaller when compared to (B)(6) 2002. (B)(6) 2008: (b(6). Office notes. Cc: abdominal pain, right side. Pain began a couple hours after her electrodes from a temporary spinal cord stimulator were removed. Low grade temp today. Labs and CT ordered. (B)(6) 2008: (B)(6). Radiology ¿ CT abdomen/pelvis. Reason for exam: right side abdominal pain. CT abdomen: atelectasis or scarring present at lung bases. Mild low density of liver, which may be due to fatty infiltration. Small focus of decreased attenuation within the lateral segment of the left hepatic lobe. Evidence of prior gastric bypass surgery with surgical material related to the stomach and in the left upper quadrant. Clips present from cholecystectomy. No evidence of bowel obstruction. Spleen, adrenals, pancreas and kidneys are unremarkable. Scattered atherosclerotic calcification of the abdominal aorta. Surgical mesh material present over the mid and lower anterior and right lateral abdominal wall, with multiple surgical anchors. Superficial to this, deep to the vertically oriented incision, is a ¿collection¿ roughly measuring 5.2 transverse by 2.6 cm ap dimension. Extensive peripheral calcification related to this. CT pelvis: s/p hysterectomy. Bladder decompressed. May be a few small diverticular sigmoid colon, but no surrounding inflammatory change. Appendix normal. Laminectomy defect, lower lumbar spine. Impression: normal appearing appendix. S/p gastric bypass surgery. S/p cholecystectomy and hysterectomy. Low density liver probably due to fatty infiltration. Unchanged peripherally calcified collection, subcutaneous tissues overlying surgical graft, lower abdominal wall. This is probably post-surgical in nature and may be related to a resolving hematoma. Small (5 to 6 mm) low-density focus, lateral segment. Left hepatic lobe is more conspicuous on study today. May be variation bolus timing, although a new lesion cannot be entirely excluded. Laminectomy, lower lumbar spine. (B)(6) 2008: (B)(6). Office notes. Cc: f/u abdominal pain; pain still persisting; worse with coughing/deep breathing. Abdomen tender right side. Does not appear to infectious with normal white count and CT unremarkable. CT did show lesions in liver. Has f/u with (B)(6) liver enzymes are also a bit up. (B)(6) 2008: (B)(6). Radiology ¿ dx abdomen ap. Reason for exam: check lead placement and power pack. History: abdominal pain. The bowel gas pattern is nonspecific. Surgical change is seen in the lower abdomen and pelvis. A pump-type device is present in the right lower quadrant with leads leading into the spinal canal. Surgical change is seen in the right upper quadrant. Impression: nonspecific bowel gas pattern. No free air. (B)(6) 2008: (B)(6). Radiology ¿ CT abdomen, pelvis w/ contrast. History: right-sided abdominal pain. Findings: CT scan of abdomen: evaluation of the lung bases reveals a small focal area of scarring involving the right lung base. Liver, spleen, pancreas, and bile ducts have a normal appearance. The gallbladder has been surgically removed and there are metallic staples present from gastric bypass surgery. In the lower abdomen, there is a ventral hernia with a defect measuring approximately 5 cm in diameter. This defect does appear to have been repaired with some synthetic graft material, which can be seen along the peritoneal lining. Within the hernia, there is a 7 cm diameter mass, which appears to be partially calcified. This does not have the appearance of a bowel loop and may represent a partially calcified old hematoma. CT scan of pelvis: appendix is not visualized; but no evidence of appendicitis nor any other inflammatory condition of the bowel. Uterus and adnexa have a normal appearance. Impression: small fibrotic scar involving the right lung base. S/p gastric bypass surgery changes and s/p cholecystectomy. Ventral hernia repair with what appears to be some synthetic graft material involving the anterior abdominal wall along the peritoneal lining. This associated with a partially calcified, approximately 7 cm, mass involving the anterior abdominal wall, which may represent an old calcified hematoma. Does not appear to represent a bowel loop. Incidentally, there is an electronic stimulation device with an electronic lead extending from the lumbar spine into the lower thoracic spine. In addition to the suspected partially calcified hematoma at the level of the ventral hernia, there is also a small segment of small bowel measuring approximately 2 cm protruding into the anterior abdominal wall. This, however, is not associated with any obvious incarceration and no visible obstruction. (B)(6) 2010: (B)(6). Office notes. She is becoming more symptomatic with her incisional ventral hernia. Stopped smoking as of (B)(6) 2010. Impression: in terms of incisional hernia, I think this should be fixed with mesh. She is only 205 lbs.; I think this would be a good time to do it. In terms of panniculectomy, that would aid in decreasing infection and decreasing the amount of pull and decreasing the hernia, therefore making the hernia repair more stable. I am quite concerned putting mesh in this environment, given her pannus infection and the irritation on that area. I would like her to be more of a stable weight, being as this weight for a longer period of time. She has been at 205 lbs. For more than a month, so in the event she loses more weight, she may have excess pannus. (B)(6) 2010: (B)(6). Radiology ¿ us liver. History: hepatitis. Liver is of normal echogenicity without evidence of mass or dilated intrahepatic biliary radicles. Liver measures 20 cm in its greatest dimension. Common bile duct diameter is normal at approximately 3 mm. Pancreas is normal. No evidence of pancreatic mass or dilated pancreatic duct. Visualized inferior vena cava and right kidney are normal. Impression: normal appearing liver. Previous cholecystectomy. (B)(6) 2011: (B)(6) md. Office notes. Hpi: needs incisional hernia repair. Wt. 197 lbs. Continues to smoke 1 pack/week; we had discussed the importance of smoking cessation and with regard to wound healing. Assessment: in need of hernia repair; also has a significant pannus with evidence of candida infection and irritation which I would recommend pt undergo panniculectomy as well to decrease her risk of infection and improve healing with regard to any incisional hernia repair. Pt well aware of risks and benefits of herniorrhaphy. Discussed smoking cessation and weigh reduction. F/u 6 months. (B)(6) 2011: (B)(6). Office notes. Hpi: in need of incisional hernia repair. Still smoking approx. 1 pack/week. Wt. 201 lbs. Abdomen exam: palpable incisional hernia; reducible. Pannus with minimal amount of erythema just beneath. Assessment/plan: in need of hernia repair; also has significant pannus that would need to be addressed because of recurrent candida infection and irritation. Discussed incisional hernia repair and the difficulty of that and the plan would be a component separation and if not possible, then the use of mesh. Discussed risks of surgery with the biggest risk being that of recurrence and that she should continue to keep weight off. Other concern is post op healing in that pt continues to smoke; again, discussed importance of smoking cessation and that I would like her free of tobacco for 3 months prior to hernia repair/panniculectomy. (B)(6) 2011: (B)(6). History and physical. Evaluate for surgery. Pt having ventral hernia repair and removal of papilloma from breast. Hx of two prior ventral hernia repairs. Smoker. Impression/plan: pt understands surgery; eager to proceed. Autoimmune hepatitis stable; need to restart prednisone postoperatively. (B)(6) 2012: (B)(6). Office notes. Hpi: presents for incisional hernia. Was last seen in office on (B)(6) 2011 at which time we discussed importance of weight stability/loss and smoking cessation prior to repair. That visit was 201 lbs. And today is 210 lbs. Seen by dr. Bonness for possible panniculectomy and is scheduled for (B)(6) 2012:. She quit smoking 3 weeks ago and is requesting repair. Hernia more uncomfortable. Abdomen exam: incisional hernia appreciated. Assessment: incisional hernia. Post roux-en-y 2006 with now panniculitis. Plan: discussed w/ pt procedure for open hernia repair as well as non-surgical option of watchful waiting. Further discussed risks of surgical intervention including risk of recurrence, infection, bleeding, but biggest risk is recurrence. This risk can be reduced by half with the use of mesh and can also be reduced by going into surgical repair at appropriate weight. Congratulated pt on smoking cessation and discussed importance of continued abstinence. Talked about postop pain and pain will be greater than her previous surgeries. Pt agreed to proceed w/ repair and will be done in combination with her panniculectomy scheduled for 01/17/12. (B)(6) 2012: (B)(6). Discharge summary. Admission dx: incisional hernia, panniculitis. Discharge dx: post incisional hernia repair and panniculectomy. Hospital course: admitted for elective incisional hernia repair and panniculectomy. Intraoperatively, no complications. Postop, did very well. Tolerated advancement of diet w/ return of gi function, did very well increasing activity, ambulating in hallways. By pod #2, deemed suitable for discharge. Instructions: home w/ abd drains, oxycodone for pain, stool softeners, 2-week course of doxycycline. Wear abd binder at all times. F/u w/ dr. Bonness, dr. Satchie in 1 week. (B)(6) 2018: (B)(6). Lab. Blood culture. Gram stain: gram positive cocci, coagulase-negative staphylococcus species dna detected. (B)(6) 2018: (B)(6).. Lab. Blood culture. Gram stain: gram negative rods, e. Coli dna detected. (B)(6) 2018: [missing records: records for CT chest/abd/pelvis were not provided.] (B)(6) 2018: (B)(6). Radiology ¿ pet/CT scan base of skull to midthighs. Comparison: several prior CT studies, specifically most recently obtained CT chest/abd/pelvis from (B)(6) 2018. Findings: [included] abd/pelvis; soft tissues demonstrate no focal hypermetabolic hepatic or splenic lesions. Liver again noted to be nodular, suggestive of underlying cirrhosis. Known varicosities within gastrosplenic and gastroesophageal areas believed to be relatively stable. Postsurgical change from apparent bariatric surgery involves the stomach. Scattered vascular calcification throughout abdomen/pelvis, unchanged. Uterus, gallbladder surgically absent. (B)(6) 2019: (B)(6). Radiology-CT chest/abdomen/pelvis. Findings: bowel/mesentery: unremarkable changes of antecolic roux-en-y gastric bypass, and anterior abdominal wall mesh hernia repair. There is moderated circumferential wall thickening with submucosal edema involving a moderate length segment of middistal colon, involving the mid transverse colon through the splenic flexure with mild surrounding fat stranding, appearance suggests nonspecific colitis. No evident pneumotosis, free air, or portal venous gas otherwise. No peritoneal nodules/masses or ascites. Impression: circumferential, contiguous length wall thickening/submucosal edema involving the mid transverse colon through the splenic flexure, and mild surrounding fat stranding. Appearance is consistent with a nonspecific colitis, probably infectious, given history. Unlikely to be ischemic. Mid distal esophageal wall thickening suggested, perhaps radiation-related esophagitis. (B)(6) 2019: (B)(6). History & physical. Cc: presenting with abnormal labs. Hpi: complex past medical history. Presented to ER via ambulance from manor care nursing home with concerns of critical labs. Recently admitted due to left knee and bacterial infection. She ate and drank very little and began to have progressing weakness resulting in multiple falls. On (B)(6) 2019, pt notes her knees buckled, hit bathroom toilet bar, and fell forward on knees and hands. Has noted feeling poorly since then. Noted some dry heaves and nausea. Denies abdominal pain, flank pain, fevers, or chills. Did not have a bowel movement from 04/10/19 to 04/15/19. Took a dose of milk of magnesia each day, able to have a bowel movement. Notes that stool was darker than usual and also had small amount of bright red blood only when wiping. Labs ordered and were resulted today with critical labs called to dr. Paukner with a hemoglobin of 6.4, white blood cell count 3.8. Ros: gi ¿ positive for constipation and nausea ¿ dry heaves. Assessment/plan: suspected gi bleed. Hold asa and eliquis. Will be transfused. Currently on chemotherapy break. Current smoker. Gi is planning on egd and colonoscopy in am. Septic joint replacement, on chronic antibiotics. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) medical group. (B)(6), md. Office notes. Post ventral hernia repair. Back to baseline. No nausea. Abdomen soft. Incision clean, dry, intact, no erythema. Still smoking. (B)(6) 2012: (B)(6) medical. (B)(6). Phone call. Patient called is doing great is out of binder and wearing a girdle. Had an appointment for wednesday but cancelled because of jury duty. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.